Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for chest pain. The right ventricular (rv) lead integrity alert (lia) was triggered due to high rate non-sustained episodes and a high sensing integrity counter (sic). Noise was also noted and a fracture was suspected. The company representative indicated that oversensing could be reproduced by touching the device pocket. The device was turned off and a chest x-ray was taken for a possible set screw issue. Review of the x-ray indicated a possible pin insertion issue. The physician opened the pocket, tugged on the lead and it did not pull out of the header block. The lead was removed and re-inserted into the header block with no noise present. When the physician put the device back into the pocket, noise appeared on the rv lead. The device was once more taken out of the pocket and the lead was removed and re-inserted. Again noise appeared on the lead when the device was inserted back into the pocket. The device was removed from the pocket a third time and the physician inserted the atrial lead into the rv pace/sense port and no noise was noted. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the rv lead remains in use. The device remains in use. No further patient complications have been reported as a result of this event.